Manufacturer narrative:
The device was returned to olympus for evaluation. Visual observation confirmed the failure as the probe tip was broken off, measuring 10mm in length from the distal end. The teflon pad was discolored and peeling but no metal was exposed. The device was the seal & cut energy activation and an ultrasonic level error appeared on screen. The specific error indicated that the force applied to the distal end of the probe was extremely high. The cause for the broken probe is most likely due to the probe coming into contact with a hard or metallic surface during activation. This type of probe damage is most likely related to the operator's technique.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. This type of probe damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent probe damage. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a therapeutic total laparoscopic hysterectomy (tlh) procedure, the probe broke off and fell into the patient's abdomen. The probe was retrieved through an existing incision using an unspecified equipment. No patient injury was reported. A different but similar device was used to complete the intended procedure.